Event description:
The account reported the left foot brake steer caster was not holding. The bed was sent to the bed shop for repair. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the left foot brake steer caster was worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left foot brake steer caster to resolve the issue. Based on this information, no further action is required.